Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing were performed and a leak was observed between the assembly of the tubing and the drip housing. The reported condition was verified. The cause of the condition was due to lack of solvent application at the tubing during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-type tur/bladder irrigation set leaked from the chamber. The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.